Manufacturer narrative:
(B)(4). Concomitant medical products: mod ml taper femoral stem, # item 00771301200, lot 61998319. Continuum shell with multi holes, # item 00875705402, lot 61985845. Hxpe liner neutral, # item 00875101136, lot 61995856. Biolox delta head, # item 00877503602, lot 2621748 . Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-03829, 0001822565-2018-03830 and 0001822565-2018-03831. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing pain in the groin, limited mobility, stiffness, clicking and popping of the implant approximately 6 years post initial surgery. Attempts have been made and additional information on the reported event is unavailable.